Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which a 3.0 x 23 mm rx promus was deployed in the proximal right coronary (rca) artery and a 3.5 x 15 mm rx promus was deployed in the mid left anterior descending (lad) artery. On (B)(6) 2011 angiography was performed and on (B)(6) 2011 coronary artery bypass graft (CABG) was performed from the left internal mammary artery (lima) to the lad. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).